Manufacturer narrative:
It was reported that the servo duo guard (bacteria filter) opened up in two pieces during the setup at the hospital. The reported issue will be detected during the setup procedures were appropriate measures can be taken by replacing the bacteria filter. This issue has been observed and reported before, the problem was investigated by our manufacturer and the error could be confirmed during the manufacturers investigation. This investigation led to corrective and preventive actions to assure that the problem would not reoccur. Manufacturers corrective actions are valid from 2019-09-03. The root cause to the reported issue was due to a welding flaw in the manufacturing process, the consequence led to that some pieces of filters where not properly welded.

Event description:
Manufacturer's ref # : 233422.

Event description:
(B)(6) was using out servo duo guard along with servo I & servo s. While connecting servo duo guard to ventilator at exp. Inlet port of exp. Cassette servo duo guard opens up in two pieces. This event happened on (B)(6) 2019. This is a quality issue with servo duo guard. We don't know how may batches are affected?